Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Healthcare professional reported a right side deflation and particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified, total delamination of the valve, crease fold, and an opening on posterior. Leak test and microscopic analysis was performed which identified, total delamination of the valve and a striated opening on posterior. Based on the device analysis, the final assessment is: total delamination of the valve assessed, as adhesive failure. A striated opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional additionally reported, right side "particles in valve".